Event description:
Additional information was received from the rep. It was reported that the rep has called the patient multiple times to set up another visit and have not received a response. Appears to be a connectivity issue judging from the tablet. If not resolved, the patient mention she wanted the pocket opened and lead wiped off to be reinserted. The provided information was confirmed with the hcp. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007 and product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007 and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2007 product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2007 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep met with the patient today and ran a connectivity test that showed a red x on electrodes 0, 1, 2, 3, 5, and 6. The impedance showed to avoid 0, 1, 3, 4, 5, and do not use 2, 6, and 7. The rep programmed for coverage on her right side, but could not find coverage on her left. The rep plans to meet with the patient again in four weeks to run another test and see if the connectivity or impedances change. Additional information was reported that the rep met with the patient again to see if connections and impedances for the lead 0-7 got any better. The connections showed a red x on electrodes 0 and 3. Then the rep ran it a second time and it showed a red x on 0, 3, 5, and 6. The impedance test showed electrodes 5 with an x and every other electrode 0-7 to avoid. The numbers were 30k to 40k ohms. Electrodes 8-15 are great. The patient wants to wait another month to see if the gets any better. At that time they will evaluate for opening the pocket and reseating the leads. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins). It was reported that an impedance test was performed during the procedure. The initial quick connectivity test indicated all green but the full impedance indicated all electrodes 0-7 as orange. Rep alerted the physician to this issue as he was closing the pocket. Hcp declined to open the pocket to clean reinsert the lead. He was hoping that things would settle down in recovery but they did not. Subsequently getting oor readings at very low amplitude. The hcp is hoping that things will settle down by the postop. Hcp had no further information. Patient was going to be seen at the postop and assessed. The postop date was not set yet. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.